Event description:
This report summarizes 1 malfunction event where a maxima elite 1:5 - t1 line handpiece overheated. 1 event resulted in the patient being slightly burned with no intervention.

Manufacturer narrative:
We are awaiting the return of one device. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.